Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the handle with quick coupling, small (part # 311.43 / lot # a4jv321) was received at us cq attached to a mating stardrive screwdriver shaft t8 105mm (part # 314.467/ lot # h659987) which is addressed in the complaint (B)(4) . Upon visual inspection, there was no evidence of physical device breakage. The devices were unable to disassemble from one another. It is not possible to inspect the internal components of the coupling since the components remained mated together. No other issues were identified during the inspection. Functional test: the functional testing was performed, and it was observed that engaging the tap-holder assembly of the handle does not release the screwdriver. There was no device breakage and the tap holder moved smoothly with no evidence of a jammed/stuck condition, but still, the devices were not able to disassemble. Can the complaint be replicated with the returned device(s)? Yes; the received condition cannot be undone, the device does not disassemble. Dimensional inspection: the dimensional inspection was not performed due to no access to relevant components. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Complaint condition confirmed? No, as the reported broken condition cannot be confirmed and there were no broken features observed with the device. Conclusion: the overall complaint was not confirmed for the received handle with quick coupling, small (part # 311.43 / lot # a4jv321) as there was no evidence of physical breakage of the device. Functional testing showed the tap holder assembly was not jammed as it toggled as designed, however, the devices were still unable to disassemble. Although no definitive root-cause can be determined it is possible the device experienced unintended forces leading to internal mechanical failures. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history part number: 311.43, synthes lot number: a4jv321 , supplier lot number: n/a, release to warehouse date: 18may1999, expiration date: n/a, manufactured by synthes brandywine. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(6). The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set on an unknown date, a handle with quick coupling, small was broken. There was no known patient or hospital involvement. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).